Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 23 mmol/l at the time of incident and the current blood glucose of the customer was 16 mmol/l. The customer also reported that the insulin pump had flow block alarmed. Customer had already changed her infusion set three times. Customer had taken a manual correction. Customer stated that the insulin exited. The device will not be returned for analysis.